Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1dxk6, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they lost about 30 pounds and they thought their wire may have shifted. Patient had both the lead and the battery replaced on (B)(6) 2021 because the battery was nearing end of service.

Manufacturer narrative:
Outcomes to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient (pt) stated their spine was burning from the bra area down to their butt as well as their knees. They also noticed there is something popping out on their spine above their tailbone. It's like a little ball that wasn't there before. They hadn't had any falls, but did go to an amusement park a few weeks ago. The pt stated that they did turn stim down to 0.20 and the burning did stop but they were then having trouble urinating. The pt stated only a few drops comes out and they were now feeling some pain in their kidneys. They think it's because the their bladder isn't emptying like it should. The pt mentioned when they went to turn stim down, their knees would start to buckle each time they went down. The pt stated they also noticed while laying on their back a burning sensation. Patient services showed pt how to switch programs and reviewed that stim should be felt in the b ike seat area. The pt states initially they were on program 3 and after switching to program 4 at 0.6v they feel a throbbing at their tailbone. Patient services recommended pt get the system check out by a doctor and will be sending physician listings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.